Event description:
Pt admitted with abdominal pain and went to surgery for an exploratory laparotomy and small bowel resection at which time a foley catheter was inserted. Pt had episode of restlessness and disorientation on 1/13 and climbed out of bed and pulled out part of the foley catheter (half) and the other half remained internally (end with balloon and approx 4-5 inches long remained in pt). Pt went to surgery on 01/2001 for cystoscopy and removal of foreign body from bladder. Per the o.r. Record the foley piece was removed and identified by the surgeon and o.r. Nurse, and then it was discarded.